Event description:
A balloon ruptured on third inflation during dilatation of stenosed stent in the subclavian vein via hemodialysis arteriovenous fistula graft access. All inflations were beyond the rated burst pressure. An introducer sheath was not utilized. Upon withdrawal of the balloon catheter from the access site, the balloon began to peel back. The balloon catheter was successfully retrieved with a snare via jugular access. Dilatations were successful and no further treatment was required at that time. A portion of device was received, evaluated and retained by this MFR. The engineering evaluation indicated bifurcation was missing from catheter shaft and not returned for evaluation. Catheter shaft was severely accordioned. Proximal balloon bond was detached and balloon material was accordioned. Distal bond was intact. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of stenosed stent may result in contact with a surface that could damage the balloon material. This is a non-indicated use of the device. It was also indicated this device was inflated and ruptured beyond its rated burst pressure. These circumstances may have contributed to this event. Co's directions for use state: "balloon dilatation catheter are recommended for percutaneous transluminal angioplasty of iliac, femoral and renal arteries and for treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If loss of pressure within balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate balloon. Do not reinflate and remove carefully.